Event description:
It was reported that during an implant when implanting the left ventricular lead, after several tests, it was found that all the attempted sites could not pace the heart. It was suspected that there was a problem with the lead quality. Patient's condition is poor, and it hurts to lie flat for a while, the patient was unable to continue lying on the operating table due to the sudden aggravation of heart failure. The procedure was terminated and will wait for the patient's heart failure to alleviate. The patient was stable.

Manufacturer narrative:
The reported event of failure to capture was not confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examination of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts. S-curve was measured to be within specification.